Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was reimplanted on (B)(6) 2010 after a previous infection. The date of when the implants were removed and spacers were placed is unknown. No infection is alleged in the litigation. No labs provided for the alleged high metal ions. Part/lot is being updated and the stem is being added. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.